Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, she had suffered a hypoglycemic episode. Patient lost consciousness and paramedics were called. Paramedics measured patient's bg at 25 mg/dl and administered dextrose via IV. Patient was also transported to the hospital where she ate a meal and was released 3-4 hours later. Dexcom sought to obtain cgm's data from patient in order to investigate cgm readings around the time of the event but patient is unable to download and send her data at this time. At the time of her call to dexcom technical support, patient was feeling well.